Manufacturer narrative:
Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 08/10/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/19/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The reported issue that the battery depleted error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when the device was turned on it had a battery depleted error. The battery was replaced and a conditioning was performed. Per customer, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the device was turned on it had a battery depleted error. The battery was replaced and a conditioning was performed. Per customer, no further information will be provided.